Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: first unknown mentor gel prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with unknown mentor gel prosthesis experienced bilateral rupture of the breast prostheses post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 1999; catalog # 3543507, lot: 196188. This report is for second of the two prostheses. See manufacturer report number 1645337-2018-05866 for the first prosthesis.